Event description:
Complainant alleged that during a routine shift check by a clinician, the video display was not functioning and there were no audio tones. Complainant indicated that there was no pt involvement in the reported malfunction.